Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. H6-device code 1494: off-label use (under 21yrs of age at date of implant) and (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo2.6 implantable collamer lens of diopter -12.0/+2.0/089 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. Significant reduction of irido-corneal angles was also noted. The problem was resolved. Cause of event reported as unknown.